Event description:
It was reported that this left ventricular (lv) lead was repaired using a lead repair kit. The lv lead remains in service. No additional adverse patient effects were reported. Additional information indicated that the part of the lead near the terminal pin had some exposed insulation and the physician wanted to make sure that the cautery pen did not hit the lead so a lead repair kit was used. Moreover, all lead measurements before and after repair were within normal limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient code appropriate term / code not available captures the reportable event of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was repaired using a lead repair kit. The lv lead remains in service. No additional adverse patient effects were reported.